Event description:
The reporter stated the surgeon attempted to insert an aq2015a silicone aspheric three piece lens and the back haptic got caught in the injector. There was no pt contact. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) (haptic caught in injector) - eval results - other: visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. Conclusion - other: based on the complaint history and the eval of the returned product, possible root causes for lens problems include both delivery sys issues and handling errors by the customer. Investigation of the root causes of lens problems, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. (B) (4).